Event description:
Stryker 4.2 x 360mm drill bit broke off in single piece in patient's ankle. Lot # k19619e. Surgical team able to retrieve entire piece out of surgical wound under x-ray guidance. Ankle surgery completed. No complications reported.